Event description:
During a clinic follow-up, a decrease in the battery longevity was observed and possible premature battery depletion was suspected. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The device was received from the field with the battery voltage at elective replacement indicator (eri) level and reached end of life (eol) during analysis. Analysis of the device image indicated the device had operated at high pacing output settings, as well as autocapture, which were enabled during the implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics. A longevity assessment was performed and the implant duration exceeds the total projected longevity indicating normal battery depletion.